Manufacturer narrative:
The device was returned and evaluated by a service engineer (se). The reported issue was confirmed. It was found that the power supply unit (psu) was not supplying voltage to the system. Therefore, the psu and powerbase board were replaced to resolve the issue. Subsequently, the device passed all testing.

Event description:
The device user (du) reported that the device was not charging. Through video call, it was confirmed that the battery was at 85 percent and was decreasing. Troubleshooting was attempted but was not effective. The du was recommended to use their second device.